Event description:
A consumer reported receiving imprecise sequential readings within a three minute timeframe on the precision qid blood glucose monitor. The values, when plotted on a parkes error grid fall in the "c" zone which is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.